Manufacturer narrative:
This events occurred on unspecified dates of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link needle-free IV connectors disconnected and leaked while in use for CT (computed tomography) scans; further described as the one-link connector ¿unscrews itself¿. The one-link connectors were each connected to a pressure tubing set (non-baxter) for use with a power injector (non-baxter). The pressures being used were 300 psi up to a maximum of 325 psi (pounds per square inch). It was further reported that when the operator would introduce the dye for the procedure, the pressure tubing would disconnect from the one-link connector and on some of the occasions the disconnection would occur without pressure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.